Event description:
Customer reported inconsistent reactivity with some donor cells of panocell 10 using patient samples containing antibodies to d, e, and fya).

Manufacturer narrative:
Reactivity of the d, e and fya antigens were confirmed on untreated retention panocell-10, lot 27538.the submitted sample, reportedly anti-d,-e, and -fya was tested in tube hemagglutination test methods with untreated returned and retention panocell-10, lot 27538 using immuadd, as a potentiator. The sample reacted microscopically positive to 1+ with all d+ and/or e+ cells tested. Reactions strengths were comparable between returned and retention cells tested. The anti-fya was non-reactive with all d-e-fy(a+) cells tested with both returned and retention product.the submitted sample was tested in tube hemagglutination test methods with enzyme-treated returned and retention panocell-10, lot 27538. The sample reacted microscopically positive to 1+ with all d+ and e+ cells tested. Reaction strengths were comparable between returned and retention enzyme-treated cells tested. The sample was qns for additional testing.we were unable to reproduce the inconsistent reactivity observed by the customer with the anti-d and anti-e in the sample. The anti-fya in the sample is not detectable at this time using liss methodologies.